Event description:
It was reported that patient had right hip revised due to pain.

Manufacturer narrative:
Catalog number and based on additional information. An event regarding pain involving a metal head was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had right hip revised due to pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6021-0435, accolade plus tmzf hip stem #4, lot code: 6090203ha. Cat. No.: 6260-9-136, v40 cocr lfit head 36mm/0, lot code: 99350202. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.